Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited oversensing and noise on this competitor right atrial (ra) lead that was consistent with oversensing related to the minute ventilation (mv) feature. Impedance measurements on the ra lead measured in the upper 300's to 800 ohms and were reported to be intermittent with both the ra and right ventricular (rv) lead. Rv thresholds were also intermittent measuring from 0.6 to 1.2 when the device output was programmed to 2.4. Technical services recommended to turn off the minute ventilation feature and to switch from a unipolar pace to bipolar sense for both lead channels. The patient did not experience any symptoms. This pacemaker and both ra, rv other manufacturer leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing and noise on this competitor right atrial (ra) lead that was consistent with oversensing related to the minute ventilation (mv) feature. Impedance measurements on the ra lead measured in the upper 300's to 800 ohms and were reported to be intermittent with both the ra and right ventricular (rv) lead. Rv thresholds were also intermittent measuring from 0.6 to 1.2 when the device output was programmed to 2.4. Technical services recommended to turn off the minute ventilation feature and to switch from a unipolar pace to bipolar sense for both lead channels. The patient did not experience any symptoms. This pacemaker and both ra, rv other manufacturer leads remain in service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.